Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2019, which is off label usage of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined via data. No injury or medical intervention was reported.